Manufacturer narrative:
Date sent to the FDA: 09/17/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 1/6/2022.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2018 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2020, during which the surgeon noted all of her greater omentum and some small bowel were stuck to the mesh. He further noted that the mesh was stuck to the small bowel, creating a closed loop partial obstruction. He performed extensive lysis of adhesions and released the small bowel. It was reported that the patient experienced small bowel obstructions, adhesions, abdominal pains and discomfort. No additional information was provided.